Event description:
It was reported that the patient with this pacemaker system stated their remote communicator displayed a red call doctor icon. Communication issues were also observed. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. It was noted that the red alert was no longer displayed. The patient was referred to contact their clinic. Additional information was received that no red alerts were stored in latitude. At this time, this device remains in service and there were no adverse patient effects reported.